Manufacturer narrative:
The returned device was received and tested. The device successfully passed cavity integrity assessment, and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal reference #: (B)(4).

Event description:
It was reported that during the procedure, the physician reseated the device six times in attempt to get the cavity integrity assessment to pass. The physician viewed the cavity hysteroscopically and found a false passage and a perforation at the right posterior wall of the patient uterus. Cautery was used to treat the patient perforation. Patient is reportedly doing fine.